Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon material was torn 1cm in length on proximal end of the balloon. There were numerous kinks throughout the catheter.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred the target lesion was located in the severely calcified artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.